Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this report is for an unknown veptr/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: joukhadar, n. Et al. (2018), superior extension of upper instrumented vertebrae in distraction-based surgery: a surrogate for clinically significant proximal junctional kyphosis, spine deformity, vol. 7, pages 371-375 (canada). The primary purpose of this study was to determine the risk of clinically significant proximal junctional kyphosis (pjk) during disctraction-based growth friendly surgery. The secondary goal was to compare the risk of developing clinical pjk between proximal rib-based and proximal spine-based distraction surgery. A total of 218 patients with a mean preoperative age of 5.2 years had been treated with rib-based proximal anchors using an unknown synthes vertical expandable prosthetic titanium rib (veptr). The minimum follow-up was 2 years and there was a minimum of 3 lengthening procedures. The following complications were reported as follows: (B)(6) patient with infantile idiopathic scoliosis treated with rib-based distraction surgery developed proximal junctional kyphosis (pjk). Treated pjk with superior extension of the upper instrumented vertebrae. This is report 1 of 2 for (B)(4). This is for an unknown synthes vertical expandable prosthetic titanium rib (veptr)